Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va0315y, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that troubleshooting was needed for a change in her therapy. There was a loss of therapy in 2014. She had changed parameters, but noticed that when she increased stimulation it could be uncomfortable, which had occurred since implant. The stimulation event reported was related to positional movement. She noticed when she was sitting at home or running water she had symptom return. Patient did not notice symptom return when she was out and about. When turning stimulation up, she felt stimulation more strongly when lying down and described it as being uncomfortable. Follow-up from the patient reported that she felt a burning sensation. When she lied on her back she was pain. The implant was replaced because she had switched doctors and the new doctor suggested maybe a new implant would better help with her symptoms. The patient&#62688;indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0315y, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# va0315y, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information reported that the cause of lack of therapy,return of symptoms and stimulation issues were due to misplaced lead.the reported issues were resolved and lead was placed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.